Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "infection resulted in revision."